Event description:
It was reported that there was a discrepancy with the expected volume versus the actual residual volume. The pump was reading that there should have been 6.7 ml but the actual aspirated residual volume was 18 ml. The pump is still implanted in the pt. On (B)(6), 2013, the pt returned for a slight daily dose increase. The pt was still feeling well and reported to have good pain control. The physician did not aspirate to check the pump volume at that time. The pt is due to return for a refill in late october.

Manufacturer narrative:
Device not available for evaluation. The pump is not available for evaluation as it remains implanted in the pt. (B)(4).